Manufacturer narrative:
Inspected one opened and used belt clip and found broken from bottom of base clip.

Event description:
The customer reported having high blood glucose over 500mg/dl, and she treated with the insulin pump and a manual injection. The customer stated that she changed the infusion set/reservoir and she put 220 units of insulin the night before, but the reservoir was completely empty. Troubleshooting was performed, and it seemed that the device was functioning properly. Two days later, the customer called back and reported being in the emergency room due to diabetes keotacidosis and high blood glucose of 499mg/dl. They put her on insulin drip and her glucose level dropped to 210mg/dl. The customer stated that she had a fever and kidney stones, but was not treated for either. She went back on the insulin pump and is feeling better. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.